Event description:
An attorney reports that following intraocular lens (iol) implant surgery, a consumer developed bilateral endophthalmitis within 24 hours. Additional information, including patient status, has been requested. First eye: MDR#1119421-2007-00225, second eye: MDR#1119421-2007-00226.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints in this lot number. Additional information has been requested.